Manufacturer narrative:
The returned device was evaluated and the controller was paired with a cgm emulator and unused pod. No evidence of the pod delivering a bolus on its own was observed during the investigation. Carb values and bg values were entered into the bolus calculator and the calculations were checked for accuracy. Inspection of the calculations for the suggested bolus found the suggested bolus to be correct based on the user's settings and the controller only allowed the delivery of a bolus after confirmation of the bolus amount. The system was found to function as intended.

Event description:
It was reported that the patient had been admitted into the emergency room with hypoglycemia on (B)(6) 2023. The patient's blood glucose levels reached 29 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hypoglycemia and a seizure. The patient was treated with glucagon and IV fluids. The patient¿s mother alleges that the personal diabetes manager (pdm) gave the patient a 10u bolus that they did not confirm themselves. The patient was released the same day. The pod was removed before the patient went to the emergency room.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bolus calculator issue. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
In the case description, the user mentioned that a 10u bolus was delivered by the automated system without input from the user. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files showed that the user opened the bolus calculator menu to program a bolus. The logs show that the carb value entered into the bolus calculator changed twice, first to 4g which resulted in a 0.65u bolus and then to 40g which resulted in a 6.65u bolus. The logs then show that a bg value of 173 was added from the cgm, which required manual selection by the user. This resulted in the total suggested bolus being increased to 7u. The suggested bolus then had a user modification to increase the total volume to 10u. The logs show that the user moved to the bolus confirmation screen after this modification and the user confirmed the bolus which send the bolus command to the pod. Based on the user settings in the log files the suggested meal bolus and correction bolus components were correctly calculated by the bolus calculator. The log files confirmed that this 10u bolus was programmed and delivered by the user. No evidence of an unconfirmed or incorrectly suggested bolus was observed in the logs.